Manufacturer narrative:
(B)(4). Device not returned to manufacturer for evaluation.

Event description:
It was reported that an unknown driver became stuck in a biomet implant. Another implant was placed during the same surgery.

Manufacturer narrative:
One osseotite tapered certain implant was returned for inspection. A visual inspection of the as received product identified signs of wear due to usage around the external threads and the collar. The unknown driver was not returned. The driver lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The implant was functionally tested. A test driver tip was unable to firmly engage into the implant drive feature and experienced difficulty while disengaging. The complaint was confirmed, as the test driver tip was unable to firmly engage into the implant drive feature and did not disengage normally. Without the returned driver, there is not enough evidence to form a conclusion if the driver contributed to the event. A singular cause cannot be determined.